Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to persistently elevated blood glucose levels after experiencing an occlusion alert. The patient stated that blood glucose levels had been running high since the prior evening and reported prior leaking from the cartridge, although no active leaking was observed at the time of contact. The agent recommended changing all supplies and reviewed proper cartridge filling procedures, which the patient confirmed had been followed. At the time of the initial report, blood glucose was approximately 240. The patient indicated that blood glucose levels had remained out of range for an extended period and that no ketone testing, medical intervention, or outside assistance was required. No symptoms were reported. During follow-up, blood glucose levels remained elevated, and a fingerstick measurement confirmed similar readings. The patient reported no bends, kinks, or insulin leaks. The agent instructed the patient to disconnect from the infusion site and perform a fill tubing only procedure, during which insulin drops were observed, after which the patient reconnected the tubing. The patient noted site discomfort, including burning and occasional bumps upon removal, and was advised that a longer cannula might be beneficial. Further assistance was escalated for review of ongoing concerns and possible device evaluation. During the interaction, blood glucose levels decreased to approximately 180. The agent provided education regarding active insulin and insulin on board, as the patient expressed concern about the rate of glucose reduction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.